Event description:
According to the reporter, during a nephrectomy, the tissue pad got disengaged and fell off outside the patient cavity while cleaning. New one was used to continue. No patient harm. Note: the patient was over weight, and tissue particles were left inside the shaft of the device.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that microscopic inspection of the jaws revealed the tissue pad and blood plug were melted. No functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the melted blood plug, tissue pad, and charred probe may occur during clinical application when the instrument is energized for a prolonged period. In this instance, the probe melts the tissue pad and the blood plug. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.